Event description:
It was reported that the patient presented to the clinic during remote follow-up. Upon review, the pacemaker was found with inappropriate alerts for atrial tachycardia and atrial fibrillation (at/ af). The alerts were triggered without meeting the programmed criteria. No intervention was performed at this time. No patient consequences were noted.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received notes that the patient presented to the clinic during remote follow-up. Upon review, the pacemaker did not alert for at / af due to undersensing on the atrial side. No intervention was performed at this time.

Manufacturer narrative:
The reported event of the inappropriate at/af burdern alert was confirmed. Based on the provided information, it was determined that the timer used to calculate was not restarted when the atrial detection setting was turned back on. Hence, the alert was triggered per device design, when the last episode caused the total at/af burden duration to cross the alert threshold.